Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the distal right coronary artery (drca) with moderate calcification and mild tortuosity. A 2.00 x 15mm nc trek balloon dilatation catheter (bdc) was advance to the target lesion; however resistance was met with the anatomy. During inflation the balloon was inflated three times for 2-3 seconds each time; however the balloon ruptured on the third inflation at 8 atmospheres. The bdc was removed from the patient with resistance due to anatomical challenges. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects reported or clinically significant delay in the procedure. No additional information was provided.